Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained se 2240 indicates air entered the set up. The hp stated he connected when the hc said "connect yourself" however, then noticed the patient clamp was never opened. The tsr advised the hp to notify the nurse of the event and instructed the hp to cycle power to clear the alarm. The hp confirmed to start over with new supplies. On (B)(6) 2011 product surveillance spoke with the hp's nurse who stated therapy was continuing without complication. The nurse said she would review proper procedures with the hp. There was no patient injury or medical intervention associated with this incident.